Event description:
During a diagnostic procedure, both jaws of the biopsy forceps broke off. One jaw was removed during the procedure and the other jaw was not retrieved. The jaw that remained could not be located by x-ray. The co is unable to determine if the remaining jaw was removed. The device was not returned for eval. Therefore, a failure analysis could not be performed. It cannot be determined if the product met specifications because the product was not returned. Co is unable to determine the relationship between the device and the cause of this event without the product.